Event description:
The customer reported that erroneously elevated magnesium (mg) and triglyceride (tg) results were generated on an unicel dxc 600 synchron system for multiple patient samples on (B)(6) 2011. This is report two of two and represents the erroneous initial mg and tg results generated for patients on (B)(4) 2011. Beckman coulter inc. Assessment of customer supplied data indicates the generation of twenty four patient results where the initial mg patient result was elevated and upon repeat generated a lower result. Three of the twenty four mg repeat results revealed that no discrepancy existed. Beckman coulter inc. Assessment of customer supplied data also revealed the generation of eleven patient results where the initial tg patient result was elevated and upon repeat generated a lower result. It is unknown which day of the two day event the erroneous results were generated on. The erroneous mg and tg patient results were reported outside of the laboratory however there have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The customer indicated that assay quality control (qc) results has been erratic since (B)(6) 2011, however they confirmed that no incorrect results had been generated for any other days other than (B)(6) 2011. Instrument mg qc results were outside of established specification during timeframe of the event. A mg precision assessment performed during the timeframe of the event yielded acceptable results. . Patient information and sample handling/collection information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site over three days to address this event. Upon arrival, the field service engineer (fse) noted that the customer was reporting erratic mg, lactate dehydrogenase (ld), (fe) iron and (ggt) gamma-glutamyl transpeptidase results. No erroneous patient results were associated with those chemistries, with the exception of mg results provided by the customer in connection with this event. The fse performed reagent probe carryover tests which generated acceptable results. The fse replaced the cartridge chemistry (cc) sample syringe and valve block, the cc sample probe, the wash collar, the mixer paddle and the degasser assembly. The fse found the a/b valve rusty and leaking and therefore replaced the valve. Performance verification carryover testing (pvt) failed to meet established specification. The fse replaced the wash probe and wash station insert. Subsequently, repeat pvt generated acceptable results. Assay recalibration was performed which also generated acceptable results. Upon completion of the necessary and verified repairs, the instrument was returned into operation root cause is not known but hardware repairs resolved the issue. Mdrs associated with this event: 2050012-2011-05947 and 2050012-2011-06222.